Event description:
Procedure type: cholecystectomy. According to the reporter: the tip broke during the procedure. The surgeon was not able to close the instrument again. Nothing fell into the pt's cavity, surgical time was not extended nor was the incision extended by more than 1 inch (2.54 cm) due to this problem.

Manufacturer narrative:
(B)(4).